Event description:
It was reported that a malfunction alarm occurred, specifically malf 12, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer with the reset, and confirmed that the same malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code reappears. The caller acknowledged and understood the instructions.